Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 836 mg/dl. The customer stated that she changed the infusion set the day prior to the event. The customer did not provide further details surrounding the event.